Manufacturer narrative:
Batch review performed on 10 december 2020: lot 182596: (B)(4) items manufactured and released on 03-august-2018. Expiration date: 2023-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 10 december 2020: liner: mpact dm 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot 172720: (B)(4) items manufactured and released on 14-august-2017. Expiration date: 2022-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer, 1 year and 10 months after the primary. The patient only had a medacta cup and liner implanted during the primary.